Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a gradual rise in shock impedance measurements of greater than 125 ohms. Boston scientific technical services (ts) discussed troubleshooting options. The patient was referred to their physician. The device remains in service. No adverse patient effects were reported.